Event description:
It was reported that the device sparked.

Manufacturer narrative:
The returned devices, intended for use in treatment, were returned as MDR¿s for evaluation. There were a relationship found between the returned devices and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows deployed devices. There are no manufacturing abnormalities visually observed with the returned instruments. The magnum2 knotless is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. Rotating the suture ratchet knob performed as intended. Pressing down the lock button with a single squeeze of the black hand-lever activates the bone lock and detaches the implant as specified. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: improper suture loading, excessive tensioning or improper alignment of the inserter handle with the bone hole. The instructions for use (IFU) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.